Event description:
The external pulse generator was returned due to being dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the liquid crystal display (lcd) lens was broken and it was therefore replaced. Analysis also found the upper and lower cases, one side bail cover, the ring cover and the battery drawer broken, the battery contacts compressed, the ring bent and the lcd out of specification (segments missing). (B)(4).